Event description:
Device issue: none. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was rec'd. Investigation is not complete.